Event description:
Procedure: endoscopic 3rd ventriculostomy. A simple burr hole and small dural opening. Started off using macro 15 bipolar. On trying to coagulate the dura on a (B)(6) boy - not thin dura - the bipolar cut right through the dura into the brain. On trying to coagulate a bleeding artery on the surface of the brain, the bipolar cut through the artery and did not coagulate it. Doctor had to enlarge burr hole and dural opening to control bleeding. Then he changed to micro mode and had no further problems. The patient is fine.

Manufacturer narrative:
The information provided from the user facility suggests the physician was using the incorrect mode (macro) when the desired surgical effect was not achieved. After the intervention was completed, the physician switched to micro mode, completing the procedure with no further issues.